Event description:
It was reported that the system displayed an inter lock failed message and was unable to perform fluoroscopy. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.